Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an unspecified sensor issue which resulted in hospitalization occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The event was reported by the patient¿s significant other that the patient experienced sensor issue. The event occurred the day the sensor had been inserted. The patient had inserted several sensors which failed in the warmup period, and he was unable to connect the cgm (continuous glucose monitor) to his tandem insulin pump and make it work correctly. The duration of time for the sensor insertion attempts was not specified. It was unknown if he had a glucometer at home. He developed symptomatic hyperglycemia including slurred speech, shaking, and vomiting. He was transported to the hospital where the bg (blood glucose) level was 900 mg/dl. After treatment with insulin for diabetic ketoacidosis, his bg level stabilized. He was discharged two days later in good condition. At the time of the report, the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.